Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. A revision procedure was conducted and the lead was replaced. The lead is not to be returned due to unspecified reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not to be returned to bsc for unknown reasons. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.